Manufacturer narrative:
The system was returned for analysis; foreign material was found inside the pump, and a hole caused by deep abrasion was found in the catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal dilaudid 5.0 mg/ml at 3.3001 mg/day and bupivacaine 25.0 mg/ml at 16.500 mg/day. The system was returned with no initial complaint.

Manufacturer narrative:
Conclusion code was updated and applies to the pump. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because medtronic made enhancements to the manufacturing process, making this the closest code available with respect to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.